Event description:
Pain; swelling. Case description: spontaneous report was received on (B)(6) 2012 from a physician via sales rep regarding a pt (age and gender not provided, initials unknown). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20), dosage regimen not provided. The lot number for synvisc one was not provided. On unspecified dates, the pt experienced pain and swelling for which treatment with aspiration and steroid injection was required. The action taken with synvisc one was not provided. The outcome for the event was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between synvisc one and the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. As only limited info has been obtained so far, it is difficult to assess a case and effect relationship.